Event description:
Boston scientific received information that the patient was hospitalized after experiencing syncope for an unknown reason. During the device interrogation the physician was unable to obtain r-wave amplitude measurements even after troubleshooting. Boston scientific technical services (ts) was consulted and discussed other troubleshooting options. It was noted that the daily measurement for the r waves has been around 10 millivolts. The physician stated that he would attempt to run the amplitude test again. Attempts to obtain additional information have been unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.